Event description:
A lead was returned with no information to the manufacturer, analyzed and subsequently tested out of specification. The patient died approximately eleven years after implant of the lead. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the inner insulation was breached metal ion oxidization. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation had cosmetic metal ion oxidization, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.